Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during patient use at home, the patient found that the device had a broken tubing near the titanium connector. The device was implanted and when the issue was found, it was replaced with a new product to continue the treatment. It was stated that the patient has been following the standard cleaning procedure and using recommended cleaning agent. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The photo depicts the catheter being bent back to show a cut in the tube. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.